Event description:
It was reported that the power cord was cut in half resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.